Event description:
Pt reported withdrawal symptoms of nausea, vomiting, cramping, fever/chills, runny nose and "pacing feeling", and was admitted to hosp over a weekend. A dye study was performed by the pt's physician with no abnormalities seen in the infusion system. The physician stated they would be checking for inconsistencies in infusion at the pt's next refill. The pt has reported three previous similar episodes since implant, and is evaluating removal of the device.